Manufacturer narrative:
The sample was returned for evaluation. The result of the investigation are not available at the time of this report.

Event description:
The customer reports that the sternal crimper does not function properly. The surgeon must manually open the handles fully to get it to open further to go over the sleeve. No pt injury reported.